Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic submucosal dissection (esd) procedure, the distal end of the electrosurgical knife fell off during an incision in the stomach. It was successfully retrieved with grasping forceps. The procedure was then completed with the use of a similar device. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. The breakage area of the cutting knife was burnt and melted. A definitive root cause could not be identified. Based on the results of the investigation, a likely cause of the damage of the cutting knife might be the following: the output setting for activation was too high, the electrosurgical unit was used in the coagulation mode or the output activation time was too long. The root cause linked to device but unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.